Event description:
The pump was received for investigation. Upon investigation, the pump was functioning properly. Log files were able to be retrieved from the device with no issues. Due to the growing number of related som issues regarding flow core and linux core crashes; it was decided that the som would be removed from the pump and sent out to a third-party lab for investigation.

Event description:
Customer reports the following: "nurse reported to biomed: primary and secondary lines froze up in middle of transfusion. Pump would not stop alarming, would not let us shut it down to reboot or turn off and kept alarming after unplugging it too. No patient harm." Preliminary review indicates that there was a som lock up (safety management issue), which delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.